Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that meter was not transferring information to insulin pump. Customer's blood glucose was 193 mg/dl. Customer reported to have received a radio frequency alarm. Customer was educated on meaning of alarm and was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No unexpected alarm was noted and the insulin pump passed the self test. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratches on the display window.